Event description:
When rn flushed the diagnostic pigtail catheter, she noted there was a hole in the tip of the catheter. However, no side holes were noted. This piece of equipment normally has 6 side holes. Manufacturer response for diagnostic catheter, infinity diagnostic catheter 5f pig (per site reporter): notified cordis representative (johnson and johnson company). Return kit and acknowledgement letter to be sent. Product will be returned for manufacturer's analysis.